Event description:
The patient reported that they had to reposition the antenna on their recharger a lot to get a good connection. When the patient relaxed the muscles in their back the intensity of the stimulation would change and they had to constantly play with and change their settings. They were able to feel the implantable neurostimulator (ins) move and they had not been able to feel that in the past. The ins wanted to tilt into the body away from the skin. The stimulator felt like it was only tacked down on one side. These issues were noticed in (B)(6) 2016. The patient had lost 55 pounds over the past year. It was noted that they lost 4 to 5 pounds a month and the weight loss was not drastic. They had lost the weight due to an improved diet. The patient had a doctor's appointment scheduled for (B)(6) 2016. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.